Event description:
It was reported that during the procedure in the right coronary artery, pre-dilatation was performed using multiple trek balloons due to heavy calcification/tortuosity. Attempts were made to advance three rx xience xpedition stent systems, 3.5x23, 3.25x8, and 2.25x12 respectively. All three stent systems could not cross due to the heavy calcification and tortuosity of the vessel. After attempted advancement of the second stent system (3.25x8), a dissection was noted. There was no reported force applied to the stent system. Extended balloon dilatation was performed to successfully treat the dissection. Due to the inability of any stent system (including non-abbott stent systems) to cross to the target site, the lesion was ultimately treated with balloon angioplasty only, resulting in timi flow 4. Although there was a clinically significant delay in the procedure, there was no adverse patient sequlea. No additional information was available.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.